Manufacturer narrative:
(B)(4). Reported event was confirmed by review of revision op notes. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2004. The patient was revised on (B)(6) 2010 due to metallosis and an infected pseudotumor. All components were removed and replaced with a freedom constrained head and acetabular component as well as a competitor femoral cement spacer mold. Subsequently, the patient underwent reimplantation on (B)(6) 2010. It was further reported the patient underwent a revision procedure on (B)(6) 2011 due to instability and trochanteric fracture. The modular head and competitor liner were removed and replaced. Surgeon also performed an open reduction internal fixation to address the fracture. Finally, the patient was revised on (B)(6) 2012 due to trochanteric escape and migration of hardware. The cables and competitor cable plate were removed. No further information has been provided to date.